Event description:
Per history and physical (h and p), (B)(6) year old white male presented to emergency department on (B)(6) 2014 with shortness of breath, weakness, edema, probable worsening of congestive heart failure (chf) and history of failing mitral valve replacement from 1999. Per consultation note by the cardio-thoracic surgeon on (B)(6) 2014, chest x-ray revealed mild-to-moderate sized pleural effusion as well as underlying airspace disease. The operative report on (B)(6) 2014 notes that the echocardiography and cardiac catheterization showed severe mitral regurgitation secondary to a failing bioprosthesis, which appeared to be nearly completely destroyed. Per the operative report, patient had surgery on (B)(6) 2014 and underwent redo sternotomy; coronary artery bypass grafting (CABG) x2 using left saphenous vein; pericardial reconstruction using cormatrix; and transesophageal echocardiogram. Intraoperative complications included: severe coagulopathy; cardiogenic shock; right ventricular failure requiring leaving the chest open in this very critically-ill patient. Patient was transported to the cvicu in critical condition with the chest open and support with intraaortic balloon pump. The post-op diagnoses were: severe mitral regurgitation with failed bioprosthesis in the mitral position; coronary artery disease (cad); pulmonary hypertension; ischemic cardiomyopathy with depressed left ventricular function, ejection fraction of 35-40 percent; and multiple medical problems and risk factors. On (B)(6) 2014, a nurse's note states the patient was observed to be hypotensive despite inotropes, vasopressors, and blood products infusing. There was no response to increased inotropes. The surgeon was called. A code blue was called and resuscitative measures employed, but were unsuccessful and the patient expired at 0310. Discharge summary states the patient's final diagnoses were: acute cardiac arrest secondary to severe mitral valve prolapse, status post mitral regurgitation redo on (B)(6) 2014; severe mitral valve prolapse, status post mitral regurgitation redo on (B)(6) 2014; chf decompensation; cad status post CABG done (B)(6) 2014; hypertension; acute renal insufficiency; anemia; and functional decline.